Event description:
A surgeon reported that his pt complained of visual impairment three and a half years following intraocular lens (iol) implant surgery. Upon examination, the surgeon noted pigmented buttons deposits in the iol (od). The surgeon reported he believes the loss of visual acuity (va) was due optic neuropathy due to the patient's nicotinism (+++) and not related to the iol.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Additional info was requested and received.